Event description:
During a lead replacement procedure, the set screw of the device was unable to be fully tightened. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of loose/intermittent connection, high impedance, threshold, and sensing anomalies were not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Sensitivity evaluation under field conditions found no anomaly, and output verification confirmed all parameters within normal range. Additionally, device interrogation with various loads indicated the pacer detected and measured the load changes within normal range, and visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.